Event description:
During hip surgery, the doctor desired more retraction and the device was subjected to more bending. As more bending was applied, the interface between the retractor and the light began to separate. The case was able to be completed with no injuries or adverse effects sustained by the patient.

Manufacturer narrative:
Distributor was alerted by physician regarding a device malfunction during surgery. According to the physician as normal pressure was placed on the device while bending the light tube began to separate from the working end of the retractor. The case was able to be completed and no injuries or adverse effects were sustained by the patient. The device was returned to the initial importer and examined by the quality control team. An investigation was performed and a root cause was determined based on inputs from the manufacturer and qa/qc team. The following summary was deduced. Evaluation summary: under applied force and with normal use, the weld of the retractor begins to break. The root causes were determined to be the following: print drawing flaw. Although it met the print requirement, the device began to break while in use; silver solder weld was used instead of laser welding due to possible damage to the light; the initial design did not allow flexibility in the retractor therefore causing it to break; the light source was found to break on retractors with thinner blades and the light source tube was not flexible- rigid tube. The device was not returned to the manufacturer to be evaluated. It was decided by top management that a design change would be implemented that will allow the light source to be clipped to the retractor (instead of welding). The new light source will be flexible. Clips will be welded to the retractor in lieu of a solid weld and will allow the removal of the light source when not needed and will eliminate the potential of the weld breaking. The qc department has determined that by only tack welding part of the light tube it allows the tube to flex with the retractor and puts less stress on the weld and was verified through sample testing. Allows devices with a light tube with 360 degrees welding were pulled from inventory to prevent the unintended delivery of more of the same. Additionally, they will all be subjected to the modification as described above.